Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative found multiple instances of virtual memory messages in the logs and was unable to conclusively determine if the issue was caused by the pleora or the mobile view station (mvs) computer. Both were replaced, additionally, he replaced the mvs umbilical cable due to being outdated and the back of the cable kept coming loose. Replacement of all three parts resolved the issue. No further issues were reported. Replaced components were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system failed to establish communication and would not pass stand alone mode. There was no patient present when this issue was identified.